Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis insertion, improper bone preparation, and prying or leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1408lp 8mm low-profile reamer broke during an acl reconstruction + meniscus suturing. How the incident was resolved: the drill perforated the cortices. No patient was affected.